Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. The device identifiers were not provided; therefore, a complaint history review for this device lot number could not be completed. A review of the device labeling including the risk analysis was completed. The reported issue (trocar issue) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during deployment of the second stent from a trabecular microbypass stent system. Reportedly, the surgeon removed the remnant from the patient''s eye and repositioned the stent intraoperatively. There was no report of patient''s injury. Additional information has been requested.

Manufacturer narrative:
MFR# reference: (B)(4).

Event description:
Through follow-up, the surgeon noted that lateral force on the trocar during stent deployment contributed to the reported event. The surgeon also reiterated that the trocar tip was retrieved intraoperatively and the stent was repositioned intraoperatively in the patient's right eye (od). Per report, the patient is happy with vision and progress thus far. The report noted the event resolved with no adverse patient impact.

Manufacturer narrative:
The evaluation of the returned device was completed, and the x-ray revealed that the cam assembly was activated (B)(4) times, and no stents were found. The trigger button motion was stiff; however, the device was able to actuate the remaining position. The injector¿s splayed trocar was found broken before the splay. The broken tip of the trocar was not returned. This finding likely occurred during the surgical procedure, as described in the customer¿s reported issue. Damage was observed on the insertion tube v-slot, likely caused by contact with the second stent during the second deployment of the injector. The trocar was likely heavily bias outside of the v-slot during the event, causing the stent flange to collide with the insertion tube, fracturing the trocar. It is highly unlikely that the device was sent out in this condition as the frontal components undergo critical dimension inspection after injector assembly per manufacturing internal procedure. If any of the frontal components were bent, the device should fail inspection and the unit should get rejected. Furthermore, all devices undergo visual inspection via x-ray per manufacturing internal procedure. If any of the frontal components were bent during x-ray, the unit should get rejected. Further inspection found no non-conformances related to the reported event of broken trocar. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified; however, the most likely cause is a heavily bias trocar during the deployment of the second stent. MFR# reference: (B)(4).